Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex posterior stabilized articular surface size c d 10mm, catalog #: 00596403010, lot #: 64360336. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0001822565-2019-04046, 0002648920-2019-00689.

Event description:
It is reported that the articular surface would not seat into the tibial plate securely. Another articular surface was installed successfully to complete the procedure. No adverse events were reported as a result of this malfunction.